Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm when attempting to change site. Customer's blood glucose was 294 mg/dl. The customer was advised to fill a new reservoir and connect to the recently opened infusion set, then try manual prime the tubing. The customer is now able to manually prime the tubing. The customer was advised to rewind the pump and prime the tubing until drops of insulin are seen. Customer is able to prime with the insulin pump.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.